Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive, no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Updated fields: a2, a4, b3, b4, b5, b6, b7, d3, d4 (catalog no, UDI no, lot no), d.6b, g3, g4, g6, h2, h6, h10. This supplemental emdr represents the bard/davol kugel hernia patch (device 1). Additional supplemental emdrs were submitted to represent the kugel hernia patch (device 2) and kugel hernia patch (devie 3). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol kugel hernia patch on (B)(6) 2003, (B)(6) 2006 and (B)(6) 2006. As reported, the patient is making a claim for an adverse patient outcome against all the devices. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: on (B)(6) 2003 - patient was diagnosed with incisional hernia thereby underwent open repair with the implant of kugel hernia patch (device 1). Per op notes, "midline incision was made, a kugel hernia patch (device 1) was placed using sutures." On (B)(6) 2006 - patient was diagnosed with incisional hernia thereby underwent open repair with the implant of kugel hernia patch (device 2). Per op notes, "midline incision was made, kugel hernia patch (device 2) and a synthetic mesh were placed together using prolene sutures." On (B)(6) 2006 - patient was diagnosed with incisional hernia thereby underwent open repair with the implant of kugel hernia patch (device 3). Per op notes, "midline incision was made through a previous old scar, a kugel hernia patch (device 3) was placed in the preperitoneal space using prolene sutures." On (B)(6) 2022 - patient was diagnosed with ventral hernia and fistula thereby underwent repair with removal of mesh (device 1, 2 and 3) and implant of phasix st mesh (device 4). Per op notes, "there were 3 meshes that were identified, portions of this mesh were removed. During extensive adhesiolysis encountered a fistula tract. A phasix st mesh (device 4) was placed."

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol kugel hernia patch on (B)(6) 2003, (B)(6) 2006. As reported, the patient is making a claim for an adverse patient outcome against all the devices. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective.

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. This emdr represents bard/davol kugel patch (device #1). Additional emdr's were submitted to represent bard/davol kugel patch (device #2 & #3). Should additional information be provided, a supplemental emdr will be submitted. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.